Event description:
On 07/05/07, a distributor notified abbott point of care that a customer had reported that in 2007, an I-stat 6+ cartridge yielded a hematocrit result of 16% pcv. Another sample from this pt was obtained and sent to a reference laboratory and the result was 35.7% pcv. One day later, 007:24, the pt's hematocrit result from a I-stat 6+ cartridge was 36% pcv. No treatment was administered based on the I-stat hematocrit result of 16 %pcv.